Manufacturer narrative:
Report date: 14sep2021.

Event description:
The customer reported that the nav ring is not working. The customer reported that the unit was not in use on patient. The customer contacted product support saying that the nav- ring is not working well. The caller advised they will call back if they want to send to bench repair. Further information is pending.

Manufacturer narrative:
The biomed stated that the nav-ring is not affected and no repair was performed. The issue was discovered during testing. No further information was provided. After reviewing it was determined that MDR#2031642-2021-04932 is reported in error.